Event description:
The customer stated that she was hospitalized for low blood glucose on two separate occasions. The blood glucose readings were 24 and 54 mg/dl. The customer stated that her blood glucose levels dropped on both occasions because she overslept. Troubleshooting was performed and the insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.